Event description:
Device 2 of 3: MFR. Reference report: 1627487-2019-03756, and 3006705815-2019-01090.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: MFR reference report: 1627487-2019-03756, and 3006705815-2019-01090. It was reported that the patient was experiencing inadequate therapy from the system. The system was explanted on (B)(6) 2019.